Event description:
The customer's family member reported that the customer was treated in emergency room for low blood glucose. The family member stated that the customer's blood glucose was low and the customer programmed a bolus for amount of carbohydrates they were having and passed out. Also the family member stated the bolus history is not correct. Explained to customer that the number would not show in that particular bolus because it was below blood glucose target.